Event description:
On august 23, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged inaccuracy began a couple of weeks prior to contacting lfs. The patient claimed she began to obtain blood glucose readings in the "300 to 500 mg/dl" range with the subject meter,when she used to typically test in the "150 to 250 mg/dl" range. The patient informed the mss that she tests 4x/day and manages her diabetes with oral medications and takes novolin r insulin (on a sliding scale) if her blood glucose measures over "200 mg/dl." The patient claimed she would take insulin when her blood glucose tested high. On an unspecified date/time, after the alleged issue began, the patient claimed she felt dizzy, nauseous, and began to sweat profusely. At the onset of the symptom, she confirmed testing her blood glucose and obtaining a reading of "85 mg/dl" with the subject meter. The patient stated she immediately treated herself with food and drink and felt better afterwards. The patient did not recall when she had last tested with the subject meter or what result was obtained prior to the onset of symptoms. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
During a review of the event history for another report, it was discovered that a downstream occlusion alarm occurred once during infusion that caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.63.90, categorized as remediated.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing of the device (location of the tissue is unknown), no staples deployed. It is unknown what color reload was being used, it is also unknown what reloads were used afterwards. A same/like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.